Event description:
On (B) (6) 2009, I purchased a product known as the backjoy after 3 months of using this product. I was hospitalized with blood clots in the left leg and in the lung. I remained in ICU for 7 days (B) (6) 2010, until (B) (6) 2010 at (B) (6) hospital, (B) (6). I have had any problem in this manner until I purchased this product. Medical problems - pulmonary thrombo embolism and atrial fibrillation and pneumonia. I will have to take coumadin for next 6 month to 1 year, along with other medication. Dates of use: (B) (6) 2009 - (B) (6) 2010.